Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the foreign material was found near the k-mount and presumed to be a piece of ke adhesive. In addition, it was noted, the image was blurry with many black dots and the insertion section was worn. The skeleton detachment was also observed at the lower part of the bending section. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the uretero-reno fiberscope had a bending cover crease during a ureteroscopy. The procedure was completed with a similar device. After use foreign matter was found in the biopsy tube. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation regarding the foreign material, it is likely glue adhered near the mount and solidified at previous repair. As a result, the glue was reported as the foreign material in biopsy channel. Based on the results of the investigation regarding the damaged bending cover, is is likely the device was inserted with excessive force while the bending section was bent. As a result, the bending tube broke. There has since been a design change to prevent reoccurrence of potential adverse event by breakage of the tube. User can appropriately detect and prevent the suggested events by handling device in accordance with the following instructions for use: inspection of the endoscope. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.